Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 3000 27mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 15 years, 4 months due to severe regurgitation. The patient presented with doe and lower extremity edema. A 9750tfx26a transcatheter valve was implanted successfully.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to severe regurgitation. The patient presented with doe and lower extremity edema. A 9750tfx26a transcatheter valve was implanted successfully.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.